Manufacturer narrative:
The pushwire of the solitairefr 2 revascularization device was returned for analysis. The separated stent will not be returned, as it remains within the patient. The pushwire was found bent near the distal end. The proximal broken end was unable to be seen from the distal end of the marker coil. The outer shrink tubing and inner marker coil wire were removed. The pushwire was found to be broken within the marker coil. The broken pushwire was sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. However, the analysis has yet not begun. A supplemental report will be submitted upon completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire separated from the pushwire after it was attempted to be retrieved through a preciously implanted competitor stent in the left ica. The ischemic stroke was reported to have occurred in the left internal carotid artery (ica), the left middle cerebral artery (mca), and the left anterior communication artery (aca). A mechanical thrombectomy device was used to open left mca. The left ica was then stented with a 6x40 & 6x30 precise (cordis) carotid stents. However, the left aca clotted then a 4x20 mechanical thrombectomy was delivered. Upon removing the 4x20 device, it got caught on the 6x40 precise carotid stent. Multiple techniques were used to retrieve 4x20 device. The pusher wire then broke off leaving the 4x20 device left behind in the left ica. No additional medical intervention was provided. The patient was reported to have expired sometime post the procedure. The cause of death was not reported. All ancillary devices were discarded at the site.